Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in early 2009. Concomitantly, the patient had an obturator mid-urethral sling procedure. During the procedure, the surgeon inadvertently performed a rectotomy. This was repaired with two sutures and a sis graft on top of the repair of the defect.